Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was damaged the following information was provided by the initial reporter: "this is a report about a damaged catheter adapter of nexiva. According to the customer's verbatim report, after catheter placement for a patient, the hcp noticed that the catheter adapter was damaged/broken." It has been confirmed that there is no anticancer agent adhering to the actual sample.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 24g x 0.75in. Nexiva unit with no product documentation to indicate the reference or lot number. Additionally, four photos were provided for investigation. A gross visual inspection of the returned unit found that the luer adapter had a crack running diagonally from the proximal end of the luer to approximately halfway into the luer adapter. Additionally, the ear of the luer adapter was found to be deformed. The reported issue was confirmed. A device history record could not be performed as the lot number was unknown. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: "this is a report about a damaged catheter adapter of nexiva. According to the customer's verbatim report, after catheter placement for a patient, the hcp noticed that the catheter adapter was damaged/broken." It has been confirmed that there is no anticancer agent adhering to the actual sample.